Manufacturer narrative:
The lifeband used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Event description:
During patient use, the autopulse platform (sn: (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was unable to clear the error. During troubleshooting, the lifeband (lot# unknown) was torn. The user switched to manual CPR, which was performed for about 20 minutes until the patient was transported to a hospital. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2020-01023 for the autopulse platform (sn: (B)(4).